Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that 911 was called and the customer was hospitalized on 02/06/2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 542mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting occured. No additional information was provided.